Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Films supplied for review show an anterior thoracic scoliosis surgery with single rod and multiple screws with reasonably good c orrection. Ultimately, rod breakage is noted above the lower two screws and below the upper two screws in the same rod.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. Nine years post-op the patient reported to the hospital for pain and discomfort. It was found that the rod was broken in 3 pieces. The patient underwent a revision surgery 12 days later to have the lower portion of the rod and screws removed. No additional information is available.

Manufacturer narrative:
Visual review confirms rod breakage in multiple locations. Fracture location 1 - multiple set screw and fas saddle witness marks noted on rod surface, consistent with implantation. No witness mark noted immediately adjacent to the area of crack propagation. Significant damage and smearing of fracture surface noted. Fracture surface examination identified a quasi-brittle fracture with river lines which are indicative of overload. Dimensional inspection confirms conformance to print specification. Fracture location 2 - multiple set screw and fas saddle witness marks noted on rod surface, consistent with implantation. No witness mark noted immediately adjacent to area of crack propagation. Significant damage and smearing of fracture surface noted. The spiral morphology, angulation of fracture and direction crack propagation suggest torsional overload as the mechanism of failure. Dimensional inspection confirms conformance to print specification. Axial witness marks noted on the bottom of the rod, as well as bottom of the fas saddle and wear on the side of the set screw consistent with cyclic movement after breakage, with the rod setting on the top of the set screw. After visual, optical and dimensional inspection of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.